Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the main pcb failed battery removal testing due to a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed the battery removal test due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that the upper and lower cases were broken, one side bail cover was broken, the battery contacts were compressed, and the encoder flex was damaged and torn.

Event description:
It was reported that this external pulse generator (epg) would not continue to pace when the battery was removed. The epg was not connected to a patient at the time of the event. The epg will be returned for repair.

Event description:
It was further reported during battery removal test, the device shuts off immediately instead of staying on for about 10 - 15 seconds. Test parameters were verified correct. Different batteries were tried and problem persisted. The epg was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.